Manufacturer narrative:
(B)(4). The device was not identified or returned to baxter for evaluation. Therefore, an evaluation could not be completed. If the device is identified and returned, an evaluation will be completed and a supplemental report will be submitted.

Event description:
It was reported that a peripheral IV access was lost due to a line clotting during an infusion on a spectrum device in the nicu. The spectrum pump was infusing tpn (amino acids) at a rate of 5.5ml/hr and the syringe pump (b. Braun) was infusing a fat emulsion lipid at a rate of 0.46ml/hr. The lipid line was clamped, and pump placed on hold. A medication was to be started and is incompatible with lipids. This is current practice in this care area and done frequently. Once clamped, it was noticed that lipids started infusing up the tpn line. Due to the lipid line being clamped with a slide clamp and the pump off, a retrograde flow resulted. Lipids further down the line started infusing upwards through the tpn line. The IV tpn line was flushed, once the lipid was noted going upwards and most likely contributed to the line clotting at the site. The patients IV access was lost. The baby had to have another IV access started.